Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a prostatectomy procedure, it was noted that the device was broken when used on the patient wherein the staple fired without releasing staples.